Event description:
It has been reported to philips that system x ray was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary procedure, the procedure got delayed and was completed by using the same system later. The philips field service engineer (fse) inspected the system onsite and confirmed that there was trouble in reviewing the images while the patient was on the table. Review of the log files confirmed the malfunction with the x-ray pc. The customer deleted the patient data and rebooted the system multiple times, but the issue persisted. The fse attempted loading the software, but it had no impact on the issue. Finally, the fse replaced the x-ray pc and reloaded the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.